Event description:
In 1993 pt underwent left total hip replacement. Several years following, in 2001, x-rays revealed that the femoral had fractured midshaft. As a result 16 days later, the left hip was revised where the femoral stem, femoral head, acetabular shell, and acetabular liner were all removed and replaced.